Event description:
It was reported that the event occurred while in the intensive care unit during use. The customer reported that the intra-aortic balloon (iab) inserted via femoral remained blocked in the inflated position. It was impossible to remove it. Surgical intervention was required. The patient was injured during removal. Repair of superficial femoral and iliac arteries had to be performed. After the ablation, the iab was observed as punctured and filled with blood. No death was reported. The patient current condition is unknown. (B)(6) stated the alarm worked only after 12 hours.

Manufacturer narrative:
(B)(4).